Manufacturer narrative:
H6: investigation summary. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for neutrophills aggregation with the incident lot was observed. The assessment of this phenomenon by bd¿s medical affairs group is that it is unlikely due to a tube issue, though edta may play a role. A device history review could not be completed as no batch number was provided.

Event description:
It was reported the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced discolored/abnormal additive form. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "there was neutrophil aggregation. 10 samples in 1500-2000/day are affected by this phenomenon. Hematology instrumentation is abbott alinity h series. Customer has checked mixing at point of collection to ensure manufactures guidelines are adhered to. This did not improve the neutrophil aggregation issue. They also tried placing the tube on a mixer in the lab prior to loading onto instrument. This also did not improve the issue. The sample was then placed in a water bath for 10 mins which did disperse the neutrophils."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced discolored/abnormal additive form. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "there was neutrophil aggregation. 10 samples in 1500-2000/day are affected by this phenomenon. Hematology instrumentation is abbott alinity h series. Customer has checked mixing at point of collection to ensure manufactures guidelines are adhered to. This did not improve the neutrophil aggregation issue. They also tried placing the tube on a mixer in the lab prior to loading onto instrument. This also did not improve the issue. The sample was then placed in a water bath for 10 mins which did disperse the neutrophils."